Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105. Evaluation found fluid intrusion on the motor flex tail and the input/output printed circuit board. The failed motor assembly and input/output printed circuit board were replaced.